Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient started feeling numbness down their legs in august or september and the patient had an injection and that didn't help, then the patient lost their balance and broke their leg. The patient's representative said the patient's spinal cord stimulator (scs) is for nerve problems and the patient said they hadn't been using their scs in about a month (caller thinks it was longer than that). The patient representative charged the patient's ins and the patient denied feeling the stimulation. The stimulation was turned up higher than the patient typically keeps it and the patient continued to not feel the stimulation. The patient was redirected to their healthcare provider to further address the issue.